Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: guidewire ø3.2 l400 (part number: 357.399s; lot number: 6l58563; quantity: (B)(4)); guidewire ø3.2 l400 (part number: 357.399s; lot number: 5l76738; quantity: 1).

Manufacturer narrative:
Initial reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Part 356.818, lot 4l51395: manufacturing site: (B)(4). Release to warehouse date: june 21, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: visual inspection of the returned device showed the laser weld for the cylinder pin that holds the button to the protection sleeve has failed/broke allowing the button to fall and no longer function as intended. No other issues were identified. A dimensional inspection could not be performed due to post manufacturing damage. The relevant drawings were reviewed. Based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the device did not function as intended. During investigation of the returned device, it was noted the laser weld for the cylinder pin that holds the button to the protection sleeve has failed/broke allowing the button to fall and no longer function as intended. This report is for a protection sleeve. This is report 1 of 1 for (B)(4).